Event description:
It was reported to boston scientific corporation that a 105cm two port through the peg jejunal feeding tube (j-tube) was used during a percutaneous gastrostomy/jejunal tube placement procedure performed on (B) (6) 2010. The two port through the peg jejunal feeding tube (j-tube) was being used for the purposes of administering medication for advanced stage parkinson's disease. According to the complainant, post procedure, on (B) (6) 2010 the tube became kinked. The physician detached the jejunal feeding tube, extracted and manually rotated it until it was possible to rinse then it was connected back to the peg tube again. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B) (4) - procedure to remove j-tube kink. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it has been implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4)